Manufacturer narrative:
Concomitant medical products: 419388 lead, implanted: (B)(6) 2007; 6935m62 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock for supra ventricular tachycardia (svt) that the device classified as ventricular tachycardia (vt). The device remains in use, however, a discussion for reprogramming will be made at a later date. No further patient complications have been reported as a result of this event.